Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored following the procedure and the issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The patient's charger also reflects a communication error. It was also stated the patient did not recharge the ipg as recommended. The ipg is inoperable. Consequently, the patient will undergo surgical intervention to address the issue.